Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a pocket infection that was not able to be treated with antibiotics. The s-ICD system was explanted. No adverse patient effects were reported. The patient was to receive a transvenous system. No products are expected to be returned.